Event description:
Information has been received from a distributor sales representative and from a physician regarding a 57 year old male patient who received synvisc injections in the right knee for the treatment of osteoarthritic knee pain. Concomitant therapy included daypro (oxaprozin). Additional medical history was not provided. The patient experienced right knee swelling following his first injection. An arthrocentesis was performed (date unknown) and 70 cc of fluid was aspirated. Reportedly the patient experienced additional swelling following his second injection and 60 cc's of fluid was obtained by arthrocentesis. Approximately 1 to 3 days later the patient experienced pain and another effusion. An arthrocentesis was performed for 200 cc of fluid and culture was positive for alpha hemolytic strep (infection). The patient was taken to the operating room for an irrigation and debridement. Additional cultures were positive for the same organism. The aspirant was turbid with a white blood cell count of 60,000. The patient was treated with unspecified antibiotics.